Event description:
Hospital staff connected a pt through standard paddles and a posterior paddle. Reportedly, when the defibrillator discharged at 300 joules the device did not deliver selected energy to the pt. This allegation was based upon a lack of expected pt muscular reaction in response to defibrillator discharge.